Manufacturer narrative:
The pump was received with no button response due to moisture on keypad traces. The pump was received with no button error alarm during testing. The pump was unable to perform displacement test due to no button response. The pump was unable to verify unexpected numbers scrolling due to no button response. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 213 mg/dl. The customer stated that he was entering his carbs and the numbers were scrolling up. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.